Event description:
New information notes that there were no adverse events with this implant. The patient was stable thru the entire procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during implant procedure, the right ventricular lead fell apart at the proximal pin. The physician noted that the pin was bent and separated from the connector assembly. The lead was not used and a new lead was implanted without any difficulties.